Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(4) alleging that a one touch verio meter was displaying the apply sample message. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter was displaying the apply sample message. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis (pa) with the following findings: the meter involved with this complaint was tested on (B)(6) 2011 and the primary complaint was not confirmed. However, a secondary issue was noted when the meter was tested. There was contamination found on the meter's pc board. On (B)(6) 2011, the test trips were also evaluated and passed all testing with no faults found. The 510 (k) # is k093745.